Manufacturer narrative:
The oxygenator was received, cleaned and disinfected in the laboratory of the manufacturer. A tightness test was performed hereby a leakage at the dialysis lock valve was confirmed. Thus the reported failure could be confirmed. The most probable root cause of the failure is unknown. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "during a regular surgery, the customer assembled the circuit, completed priming and started the extracorporeal circulation. Although 10 - 15 min. Passed after pump on, the pressure on the patient monitor didn't go up over 50 mmhg. The customer decided to put it under pulsatile flow, however, there was no positive effect. Then, the customer stopped the pulsatile flow. An hour later, some blood droplets found on the floor (beneath of the oxygenarator). Blood was oozing out from the dialysis lock valve. It was not much leakage, the customer continued to use the device and finished the procedure." (B)(4).

Manufacturer narrative:
(B)(4). The product was investigated further in the manufacturer's laboratory. The dialysis lock and valve was sawed out. By microscopic inspection a leakage between the o-ring and the locking pin could be observed. Thereupon the dialysis lock was opened and methylene blue was applied from the inner side onto the o-ring; the humidity was leaking into the space between the inner o-ring and the locking pin. Afterwards the dialysis lock was disassembled. A lateral offset was detected at the filter cover housing wherein the locking pin with it's o-ring was sitting. At the o-ring itself also a pressure mark caused by the offset was detected. The most probable cause of the reported failure is the detected offset which caused an leakiness of the o-ring. Mcp decided to initiate a CAPA (corrective and preventive action) process in order to determine the root cause and initiate further steps. All further steps will be performed out of the CAPA process.

Event description:
Ref.: # (B)(4), customer ref.: (B)(4).

Manufacturer narrative:
Update 2017-11-29 out of CAPA record dms # (B)(4). Most probable root cause identified: the injection molding tool for component "filterlid" (70103.0908) has a separation which is directly placed on the sealing groove. The edges of this separation show wear. The injection molding tool process for component "filterlid" (70103.0908) is not validated. Corrective / preventive actions plan: displacement of the form separation within the injection molding tool "(B)(4)" out of the sealing groove of component "filterlid" (70103.0908). Initial sample testing of new components. Due date: 2018-04-30. Displacement of the form separation within the injection molding tool "(B)(4)" for both cavities out of the sealing groove of component "bloodoutletlid" (70103.0905) initial sample testing of new components. Due date: 2018-04-30. Add comments: the validation of the injection molding process for component "filterlid" (70106.0908) at supplier is prioritized according to (B)(4) and scheduled in the "master validation plan" for (B)(4) supplied documents (dms# (B)(4)).

Event description:
(B)(4).